Event description:
Customer claims that the alarm has no power. Tested the alarm with new batteries and a sensor. There is no damage to the case or battery compartment. There was no patient incident or injury reported. Evaluation for the returned alarm shows corrosion on the battery contacts.

Manufacturer narrative:
(B)(4). Evaluation: results: evaluation for the returned product shows when tested with new batteries, the alarm did not power on. The battery door is missing. The battery contacts show corrosion and the battery springs are bent. The liquid label shows moisture. Posey instructions recommends: the use of alkaline batteries in posey fall alarms. Do not mix old and new batteries, or mix different types of batteries. This can cause leakage resulting in no power to the alarm unit. (B)(4).